Event description:
A patient's daughter reported that patient was unable to test patient's blood glucose on the meter because the meter did not turn on. Patient changed the batteries, but the meter still did not work. Patient did not have any symptoms. Patient had called the doctor to know the exact unit of insulin to administer to patient's parent. There was not medical intervention or treatment. No further information has been provided.